Event description:
It was reported that the atrial lead exhibited low pacing impedance. No intervention or procedure was reported. No patient condition was reported.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
New information received that the patient was stable throughout.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
New information received that patient presented to clinic for device check follow up. The lead was reprogrammed back to bipolar setting. The lead will be monitored.